Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. It was indicated that the lens was explanted and replaced with another lens due to vaulting change after postoperative. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with another lens due to vaulting change after postoperative. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. H6 - health effect code: 4627 corrected to 4629. Claim # (B)(4).